Event description:
A report from (B)(6) was received stating the y-connector broke when removing the closed suctioning system. The end of the "y" connector remained inside the tube and could not be removed; but, we succeeded in finding another connector in order to ventilate the patient. Later, when everything was calm, we were able to cut the tube with the extra piece inside, leaving the tube very short. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record was performed and the lot met manufacturing specifications at release. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.(B)(4).